Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. Device history record review was performed which did not show any nonconformances, potential nonconformances or deviations associated with the complaint issue. A review of ticket trending did not identify any related trend regarding commonalities for complaint lot number and issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 58212ud00 which has expired is above 3sd of the established baseline. However, the median patient result for lot 58212ud00 is 18.353438 which is below the overall cutoff of < 26.2 pg/ml. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient that was not consistent with clinical presentation. The patient did not have a myocardial infarction, nor did he have any heart disease or chest pain. The patient¿s symptoms were elevated eosinophils, cough symptoms, fever. CT did not confirm a myocardial infarction. The physician suspects eosinophilic granulomatosis (egpa). On (B)(6) 2024 sid (B)(6) initial architect stat high sensitive troponin-I result 26970.6 pg/ml. The sample was not repeated. No impact to patient management was reported.